Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified right anterior tibial artery (ata). A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon was ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.